Event description:
Infant was connected to a trifurcated extension set. The female luer on one of the lines cracked which led to the infusate to leak out. The nurse noticed this right away and replaced the extension set. The infant experienced no harm as a result of the malfunction.

Manufacturer narrative:
The malfunction device was returned to vygon us, and was forwarded to the component supplier (female luer lock) for evaluation and investigation. The results for this investigation will be sent to FDA in a follow-up MDR with in thirty days of its' conclusion.